Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened all the buttons dome switch. No button error alarm noted during testing. Unit had minor scratched lcd window and cracked battery tube threads.

Event description:
A family member reported that the customer's insulin pump alarmed button error while trying to press the up button. There was no significant event reported leading up to the alarm. It was advised that the customer discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.